Event description:
The micro sagittal saw was sent in for eval because it was running in safe mode. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, the device functioned according to spec. The device was cleaned, lubed, adjusted and returned to the customer.